Manufacturer narrative:
Product evaluation: the lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. The optic had a crack near the optic edge, which may have been interpreted by the customer as the reported "scratch" complaint. Qualified associated products were indicated. Lens damage was observed. The optic had a crack near the optic edge, which may have been interpreted by the customer as the reported "scratch" complaint. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met companies release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. The root cause has not been identified. No other complaints for lot. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant surgery, post implantation the surgeon noticed scratch on iol. The iol was replaced on the same day and there was no harm to the patient. Additional information has been requested; however, further information has not been received.